Manufacturer narrative:
A visual evaluation showed the pull wire was threaded through the percutaneous stoma measuring device (psmd) and attached to the one step delivery system wire loop. The device revealed the nylon coating of the pullwire was peeled down to wire in multiple areas. Pullwire was found to be kinked in multiple places. Remnants of the peeled nylon coating were returned. The pullwire was cut and removed from the psmd. A visual examination of the psmd revealed no issues. The psmd inner diameter was measured and was within specification. The condition of the returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the psmd has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled back through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. Further investigation of this issue is ongoing. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against the reported lot number.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the insertion wire was grasped with the snare and it was withdrawn. The pull wire broke as it was being withdrawn from the patient's stoma site. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information updated event description received on (B)(6), 2010: the insertion wire was grasped with the snare and it was withdrawn, the loop wire was broken outside of the patient. The coating of the pull wire appeared to be peeled. Nothing fell inside the patient.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the insertion wire was grasped with the snare and it was withdrawn. The pull wire broke as it was being withdrawn from the patient's stoma site. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.